Event description:
It was reported that stimulation was not effective; the hcp determined the leads were dislocated. There was no reported pt injury. The leads were explanted and replaced; now receiving effective stimulation. A follow-up will be sent if additional info becomes available.

Event description:
The customers charge nurse called baxter technical service on (B) (6) 2009. The charge nurse reported an infus-or pump that alarmed during a surgical procedure a patient was being administered propofol when pump alarmed and stopped infusing medication causing an interruption of therapy. The pump was exchanged and the surgical procedure was completed. There was no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been received for evaluation. When an evaluation is performed, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B) (4) device has been received for evaluation. Reported issue of pump alarming and infusion stopped was not confirmed during testing. However an impact sufficient to cause the physical damage observed on the device could have knocked loose the smart label which would cause a no label alarm if the pump was in use at the time of the impact.